Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that the syringe 10ml ll bns experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no: 301029 batch no: unknown. Allegation: cust received 1 cs out of 50 with out labels. Customer can not use the item.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 10ml ll bns experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no: 301029 batch no: unknown. Allegation: cust received 1 cs out of 50 with out labels. Customer can not use the item.